Manufacturer narrative:
The device investigation has been completed and the results are as follows: returned sample: the implant was returned with a carrier and a cover screw attached, but not in original package. The part was measured and verified to be an inclusive tapered implant 4.7 mm x 10 mm x 4.5 mm (70-1070-imp0011). The implant thread was intact and there was no defect or non-conformity observed. Bone debris was observed from the implant. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: "loss of osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. In this case, the physician reported the patient had poor hygiene may have contributed to the implant failure. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed. The doctor reported that the implant was placed on (B)(6) 2019 at tooth location #14. The patient returned on (B)(6) 2019 and presented with pain and mobility at the implant site. Upon examination, the doctor noted swelling and infection at the implant site. The implant was then removed due to loss of osseointegration. The patient's symptoms were relieved after the implant was removed. The patient's current status is reported to be fair. The patient has type ii bone quality, and has no relevant medical or dental history. There was no abnormality noted with the implant itself.